Event description:
It was reported that a transient ischemic attack (tia) occurred. Prior to the procedure no thrombosis or leak was noted. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. During the procedure, difficulty to cross the septum with the transseptal sheath and needle was noted. Ballooning of the interatrial septum was performed. The transseptal puncture was then able to be completed and the watchman device was successfully implanted. A few days post procedure the patient presented with a tia related to the prolonged procedure and a pseudoaneurysm in the groin area caused when the balloon was removed from the vein.

Event description:
It was reported that a transient ischemic attack (tia) occurred. Prior to the procedure no thrombosis or leak was noted. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. During the procedure, difficulty to cross the septum with the transseptal sheath and needle was noted. Ballooning of the interatrial septum was performed. The transseptal puncture was then able to be completed and the watchman device was successfully implanted. A few days post procedure the patient presented with a tia related to the prolonged procedure and a pseudoaneurysm in the groin area caused when the balloon was removed from the vein. It was further reported that the patient is fine.